Event description:
Customer reported that patient experienced overcorrection treatment. It was reported that patient experienced more than two lines of best corrected visual acuity (bcva) in the left eye at 1 month post-op. There is no retreatment planned for the patient. Left eye pre-op refraction +6.0ds/-4.0dc x160. Left eye post-op ref (7day) +3.0ds/1.50dc x180. Left eye preop(bcva) 6/6. Left eye postop(bcva) 6/36.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Received additional information that patient is doing fine and the post op bcva had improved significantly. (B)(4). In initial and follow up 1, device manufacturer date was not added. Device manufacturer date is 10/28/2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Initial reporter phone number: (B)(6). (B)(4). An amo representative visited the site on (B)(4) 2014 and did not identify any issues associated with the event. Note: all pertinent information available to amo at the time of this report has been submitted. Placeholder.